Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The patient outcome varied by 0.75 after using the aberrometer. The iol was exchanged two weeks after the initial implantation. Additional information was provided indicating that the target was plano and the postoperative refraction was -1.00-0.75 x 092. The iol was exchanged for the same model iol with a one diopter difference in power.

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned in lens case of a serial number that is different than the serial number reported and a diopter different than the diopter reported. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. One haptic is nick/chipped in the distal area. The optic is cut in half, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).